Event description:
Part would not open during surgery. Surgeon had to use a suture lasso and another bird beak causing a 1 hour delay in surgery. No adverse consequences were reported with the pt. This device is used for treatment.